Manufacturer narrative:
Customer reported that "outflow of aqueous humor could not be confirmed". No similar complaints: a review of the reported lot device history record was performed. The lot met all manufacturing release specifications. The lot was processed and released according to the product¿s acceptable criteria. The sample was received at the manufacturing site and investigated as follows: - the sample was returned in an open secondary packaging. - the sample included a cradle with eds placed in a plastic bag and label strip. Shunt was fixed to cradle upper section with pad and adhesive tape. Cradle was marked with sn label. No original preliminary pouch packaging was included in the sample. - the eds wire was triggered. - wire did not protrude from the cannula opening. - physical inspection of the shunt confirms that shunt has no visual defects. - inner lumen visual inspection has confirmed partial blockage. - after ultra sonic rinsing the lumen was found open confirming the sample is according to specification. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. With that being said, blockage was confirmed therefore, the customer reported event is confirmed. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, outflow of aqueous humor could not be confirmed even though the shunt was inserted and indwelled by normal techniques. Therefore, the shunt was removed and procedure was transferred to conventional lectomy. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).